Manufacturer narrative:
H2: correction - c02 is applicable to the hardware analysis that was previously reported in the initial report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy. It was reported that there was an error "localizer faulted". The site stated that when they were about to start the navigation, the camera stopped working and they got the error "localizer faulted". Then "extended pyramid of min to max size". Troubleshooting was performed to try and exchange the connection between the main cart and camera cart. They also ran the ndi to get more information about the status, bump detected, and the storage temperature was exceeded. There was no delay to the procedure. No reported impact to the patient. Additional information was later received stating that there was a workaround method that was able to be used. The site has multiple navigation systems, due to the summer schedule they were not all in use. They exchanged the camera cart for another and continued the procedure as nothing happened. The patient was present and asleep at the time of the event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: p900717. H3: the system was serviced in the field, and a new camera was installed. Codes b01, c07, d02 are applicable to this analysis. D9, h2, h3: the hardware was returned and analysis was performed. The returned psu had nicks and scratches along the top edge of the housing. A check of the event log showed intermittent firmware incompatibility dating back to jan 2019. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu also failed an accuracy test (aak) at .456 mm with a passing threshold of .25 mm. This psu has not been previously returned for a failure. Codes b01, c07, d02 are also applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.